Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: d224trk implantable cardioverter defibrillator (B)(6) 2010; 5076-52 implantable pacing lead, (B)(6) 2010; 419478 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing of intervals due to erratic waveform during the patient¿s torsade episode. The lead remains in use. No patient complications have been reported as a result of this event.